Event description:
The customer originally reported that the pump had cosmetic damage due to falling off a horse. However, it was not reported at the time of the accident. During the call the customer was hospitalized for hypoglycemia. The customer was in a car accident while driving. It was mentioned that the customer did not have dinner in the night of the incident. The customer was driving and got lost. The customer does not remember what happened. Customer remembers later gaining consciousness inside the ambulance. The paramedic treated the customer with two glucose shots and the customer was transported to the hosp. The customer was given a meal at the hosp and bgs started to drop.